Event description:
It was reported intraoperatively the surgeon implanted the valve and noticed one of the leaflets had dislodged. The valve was removed and replaced with another 19 mm sjm regent valve. The pt required prolonged pump time with significant drops in blood pressure. As of (B)(6) 2011, she remained hospitalized on a ventilator with post-op respiratory failure.